Event description:
During hansson pin surgery, the hook did not protrudes. The surgeon replaced the hansson pin and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports.

Event description:
During hansson pin surgery, the hook did not protrudes. The surgeon replaced the hansson pin and finished the surgery.